Manufacturer narrative:
The investigation concluded that unexpected myog and ipth quality control results were obtained using two different levels of non-vitros quality control levels in combination with a vitros 3600 immunodiagnostic system. The most likely assignable cause of the event was determined to be instrument related. Although a definitive cause was not identified, an ortho field engineer resolved the issue by calibrating the luminometer and replacing the signal reagent load door friction hinge. Post service biorad quality control results were within acceptable guidelines, indicating the vitros 3600 integrated system was performing as intended after service.

Event description:
The customer reported unexpected results from two vitros microwell assays were obtained from 2 different quality control samples tested on a vitros 3600 immunodiagnostic system. Biorad l1 control (lot 23850) myog result of 46.8 ng/ml vs. The expected result of 64.0 ng/ml. Biorad l3 control (lot 60203) ipth result of 898.3 pg/dl vs. The expected result of 688 pg/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if it were to occur undetected with patient samples. Patient samples were not tested with the vitros myog or ipth assays over the time frame of the event, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).